Event description:
It was reported that an extension set leaked. This occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from june 6, 2014 to june 9, 2014. The device was received and the evaluation was completed for the reported issue. A visual inspection was performed with no issues noted. Fluid pressure testing and simulated use testing were performed on the device; all tests passed successfully with no issues noted. Therefore, the reported leak could not be verified through evaluation. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.